Event description:
It was reported that after a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument was found with a broken cable. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and was found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Additional observation(s) not related to return: the instrument was found to have a retracted insulation of conductor wire-bipolar. The insulation came-off from the wire crimp on the grip and the silicone potting, which seals the wire entrance to the yaw pulley. The instrument passed electrical continuity test. The complaint was confirmed by failure analysis.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was further analyzed by a failure analysis engineer and the initial findings were confirmed. The instrument was confirmed to have a broken grip cable at the distal end. Additionally, the insulation on of the conductor wires had retracted proximally, exposing the internal wires. The root cause of insulation shrink back was not established, however may be caused by repeated exposure to high temperatures. Smaller conductor wires may be more susceptible to insulation shrink back, as there is less surface area for the insulation to grip to.

Event description:
Refer to h11 for follow-up information.